Manufacturer narrative:
Per investigator, this is one of two d/c power indicator lights. Usually, these two are lit when the system is on battery power.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he noticed the yellow battery lamp for roller pump power on the battery module of the perfusion system was illuminated when system was running on a/c power. Since the event occurred during preventative maintenance, there was no patient involvement.